Manufacturer narrative:
Updated patient codes h6, impact codes h6 and concomitant product/therapy c2/d10. Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100647350. Model/catalog description: balloon. D4 unique identifier (UDI): (B)(4). Model number/catalog number: 72404131 . Serial number: n/a. Batch/lot number: 1100638310. Model/catalog description: cuff. D4 unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with extrusion at the tubing site and infection. The aus was explanted and after recovery, the device was replaced. There were no additional patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4), d4 unique identifier (UDI) for cuff: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with extrusion at the tubing site and infection. The aus was explanted and after recovery, the device was replaced. There were no additional patient complications reported.